Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The fa lab performed multiple power on cycles on the suspect control board on a test uim. The failure analysis lab was not able to duplicate the reported issue, however the coin cell battery was found to be out of voltage tolerance due to end of life hardware components. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has received the suspect uim; the evaluation is anticipated but not begun yet.

Event description:
The customer reported a blank display on startup on this avea ventilator. The customer stated that there was no patient involvement.